Manufacturer narrative:
The unit was returned, and an evaluation was completed. Upon initial investigation handset #1 was found to have some melting of the enclosure. This appears to be in the lower battery pack. No apparent heating of the upper battery pack was evident. The cell packs were removed from the enclosure. There is evidence that a short occurred in the lower battery pack between the cells and printed circuit board. It is not possible to determine the exact sequence of events that led to the thermal event. Thermal damage involved charring on the printed circuit board materials. Damage to the printed circuit board is apparent with blistering and exposed copper traces. A trace to trace short cannot be eliminated as root cause for this thermal event. The root cause for the fault in the printed circuit board is unclear. However, it does look like a corrosive material was removing the solder mask on the printed circuit board. With the blue shrink wrap removed, the cells were detached from the battery pack circuit board assembly and the voltages measured: cell 1: 3.688vdc, cell 2: 0.155vdc, cell 3: 0.015vdc. Electrolyte leakage was apparent on the cell 2 pouch which is the middle cell of the pack. The cell was swollen which can lead to failure. It is not possible to determine if the electrolyte leakage contributed to the thermal event, or if the thermal event caused the leakage. The electrodes were removed from the cell pouch for inspection. The electrodes and separator within the cell were largely intact, indicating the cell did not undergo an internal thermal runaway event. This concludes the investigation.

Event description:
It was reported that the nomad x-ray system caught on fire. It was reported that the battery was left on the charger over the weekend and had caught fire. There was no report of user or patient injury or impact to patient care. The device was returned for evaluation.